Event description:
Blood noted to be running down patient's hand from what appeared to be the IV site. Upon closer inspection, the blood was coming from disconnection between alligator clip blunt clip on cannula #5108 and the primary IV tubing.